Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 30-jun-2021, labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a controller power source change, the fully charged battery that remained connected to the other power port did not provide power to the controller, resulting in a loss of power of the controller and a short ventricular assist device (vad) stop. The controller remains in use and the battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller (con411434) was not returned for evaluation. The battery (bat900094) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable. A reset of the battery was able to remove the flag and resulted in the battery regaining functionality. Log file analysis revealed a controller power up event with an associated pump start event on (B)(6) 2021 at 13:54:34. The data point prior to the loss of power revealed that bat900094 was connected to power port one (1) with 96% relative state of charge (rsoc) and bat900088 was connected to power port two (2) with 27% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and bat811205 was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 8 seconds. The battery bat900094 was received for analysis with an enabled zvchg fet. The inability of the battery to provide power likely resulted in a loss of power to the controller. Loss of power to the controller will result in a continuous audible alarm. There is no evidence to suggest that a controller malfunction caused or contributed to the loss of power. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the controller loss of power can be attributed to, but not limited to a battery in an inoperable state connected to the controller, which prevented the battery from providing power. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the inoperable state of the battery has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional product: bat900094 d10: yes, return date: 20-dec-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, 15 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.